Event description:
Rptr had plate spinal surgery. She did not realize why her pain was so much worse until she was examined again in 5/94, early to find she was never a candidate for this surgery and that it was a complete failure. Now she is is much worse off and is having blood vessel problems, bladder problems and recurring infections. Rptr asks how can a surgeon put a device in her body that is not approved by the FDA? She can not believe this has happened.